Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. The customer conducted troubleshooting with technical support over the phone. Technical support recommended that the customer loosen the o2 transport manifold from the o2 inlet port. Reportedly, the o2 inlet pressure dropped to zero. Technical support advised the customer to check the regulators on the external o2 source in use to verify if one of the sources may be providing high o2 pressure. Technical support advised that high o2 pressure can cause the o2 solenoid valve to close and trap o2 pressure between the solenoid valve and the check valves of the transport manifold. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was reading an oxygen (o2) pressure of 57 at the o2 inlet port while no o2 was connected to the device. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.